Event description:
It was reported the system was explanted because the pt had a heart transplant. The lead subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary pjn790655v outer insulation abrasion (breached); proximal segment returned for analysis. This abrasion would most likely not affect the electrical performance of the lead.